Manufacturer narrative:
The cardiohelp unit was requested for further investigation in the life cycle engeneering (lce) laboratory and investigated on 2020-07-31. Results of technical investigation according to (B)(4): during testing the cardiohelp unit during 2 days with a hls test circuit and a lce reference venous bubble sensor, under the same conditions reported in the logfiles the described error could not be reproduced and the unit worked properly. Incrementing the temperature of the pump drive (temprfpcb) did not lead to reproduce the described errors. From the logfiles, different error messages could be traced on the day of the awareness date, which could be related with the 3.3v power supply (3v3 and 3v3-redundancy). Cooling the component g17 (lt3508ife, step-down switching regulator), related with the 3.3v power supply, conducted to reproduce the ¿device defective (0x33291)¿ error, but not the other reported errors. In all the performed tests, the cardiohelp unit did not start by itself. The most probable root cause is an error in the 3.3v power supply (3v3 and 3v3-redundancy), e.g. Fractured or broken solder joints in the circuits responsible for the 3.3v power supply. Thus the failure could be confirmed. The occurrence rate was calculated for the reported failure and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The affected cardiohelp - I was sent to life cycle engineering. The investigation is still pending.

Event description:
Venous blood flow bubble, despite "global override" permanent error message. System started itself several times, but error message appeared several times. Error occurred during priming. (B)(4).